Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose, external ram crc error alarm, unexpected restart alarm and issues with the insulin pump. Customer's blood glucose level was 556 mg/dl. Customer treated their high blood glucose via insulin pump. Customer had a bent cannula in addition to the alarms and high blood glucose levels. Customer declined to troubleshoot the device and their high blood glucose levels. Customer advised they were knew to the insulin pump, they would monitor the device, monitor their high blood glucose levels and call back if issues persist.